Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s screen bezel separated after the device was dropped, and the user continued to use the ilet paired with a dexcom g7; a replacement was shipped and the original is pending return. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding associated with the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.